Event description:
The recipient reportedly experienced device migration which caused discomfort and pain with device use. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. The explanted device will be used for research and testing purposes and will not return to advanced bionics for analysis. The recipient is doing well.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. A review of the device history record was completed and no anomalies were noted. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.